Event description:
Boston scientific crm has identified that this implantable cardioverter defibrillator (ICD) is part of the expanded (B)(4) 2009 population of devices described in the shortened replacement window advisory (originally communicated (B)(4) 2007) and may be exhibiting potential premature battery depletion. However, in the absence of an analysis of the device memory and/or analysis of the returned device, this cannot be definitively ascertained. No adverse patient effects have been reported with this event. Additional information was provided that the device was later explanted and returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.